Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, after introducing the device into the endoscope, the physician noticed that the cutting wire was broken. The procedure was successfully completed with an unknown device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was in good condition; however, the working length was found twisted in the distal section. No other issues with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the cutting wire did not present any visual damage. The visual and dimensional evaluations showed no evidence of the reported problem or any defect that could have contributed to the reported event. However, the working length was found twisted. This could be caused during manipulation of the device or due to the interaction with the endoscope or with other devices. Additionally, the working length could twist upon multiple attempts to rotate the device. Based on all gathered information, the most probable root cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, after introducing the device into the endoscope, the physician noticed that the cutting wire was broken. The procedure was successfully completed with an unknown device. There were no patient complications reported as a result of this event.